Event description:
It was reported that a patient with an implanted lead 977a260 5mm compact 1x8 magnetic resonance imaging (MRI) and an implantable n eurostimulator 97715 intellis adaptivestim pain experienced intermittent loss of stimulation, with reports that the stimulator sometimes did not provide therapy. Low impedance and possible short were identified on two electrodes, specifically electrodes 6 and 13, with impedance values of 800 and 790 respectively. Device connections and lead impedances were checked, and all stimulation groups were found to be using one of the affected electrodes. Troubleshooting was performed by reprogramming stimulation groups to avoid the electrodes with low impedance and possible short. The issue remains ongoing, and no replacement products were required. The patient is alive with no injury. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.